Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified wear and deformation issues, as a partial diagonal break was noted proximal to the cath-lock. Another partial diagonal break was noted approximately 1.2c m from the distal end of the cath-lock. The edges of the proximal partial diagonal break were noted to be sharp and jagged. Both the proximal and distal surfaces of the partial break were observed to be granular and glossy. Both edges of the distal partial diagonal break were observed to be smooth and rounded. A proximally migrating longitudinal split was noted on the distal partial diagonal break as well. The surfaces of the distal partial diagonal break were observed to be finely granular in one region but smooth and glossy in another. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twelve years post port placement procedure in the right subclavian vein, the catheter was allegedly cracked approximately 1cm distal to the port stem. It was further reported that patient experienced discomfort and pain near the port body. The port system was removed. The patient reported stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway

Event description:
It was reported that twelve years post port placement procedure in the right subclavian vein, the catheter was allegedly cracked approximately one cm distal to the port stem. It was further reported that patient experienced discomfort and pain near the port body. The port system was removed. The patient reported stable